Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant procedure that the pacemaker set screw was not able to be tightened. The physician elected to use a different pacemaker to complete the procedure. There were no patient consequences.